Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.